Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient's knee was revised due to pain. Only the articular surface was removed.